Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure performed: hysterectomy event description: while trying to use it for hysterectomy, the cannula and kii seal housing did not separate well, so they tried to forcibly separate them and it broke. After that, the surgery was proceeded with the new product. Intervention: the case was completed with the new device patient status: no patient status provided, event occurred before use.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant¿s experience of a broken cannula wing tab. Based on the condition of the returned unit, it is possible that the damage to the cannula wing tab occurred during manufacturing or due to improper handling. However, the exact root cause of the broken cannula wing tab could not be determined. Applied medical has performed a historical trend analysis and review of production records and no relevant documentations were identified.

Event description:
Procedure performed: hysterectomy. Event description: while trying to use it for hysterectomy, the cannula and kii seal housing did not separate well, so they tried to forcibly separate them and it broke. After that, the surgery was proceeded with the new product. Intervention: the case was completed with the new device. Patient status: no patient status provided, event occurred before use.